Event description:
The complainant has reported that a male patient underwent a therapeutic colonic stenting procedure for treatment in 2006. A wallflex enternal colonic stent was implanted in the sigmoid colon. It was reported that the stent was not fully expanded though it was well positioned and well apposed. The patient condition was reported as good at the end of the procedure. One day post stent placement, the patient presented with symptoms of septic shook. The physician indicated that the colon tissue qas very thin and the the patient's anatomy was already in a compromised state prior to the placement of the stent. X-ray results indicated a perforation proximal to the implanted stent. Subsequent inforamtion indicated that the perforation was attributed to the guidewire device utilized during the procedure for placement and not to the wallflex stent. The patient expired on 13 march 2006 due to severe sepisis and cardiac arrest.